Event description:
It was reported that during surgery the extended insulative sheath on the es active flat blade eletrode split on either side at the distal end. There was no pt injury or compromise to the surgical procedure.